Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 2.0.4. Operating system: 18.5. Hardware: iphone15.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on an unspecified date. Exact patient's blood glucose levels were not reported, but levels were stated as ¿not good¿ while wearing the pod. Symptoms were not reported. Details regarding treatment were not provided. Length of hospital visit was not specified. Patient reported that they experienced two back to back failures with omnipod which led to dka and their physician advised them to stop using omnipod. Additional information is being solicited, a supplemental report will be submitted if received. This report captures the second dka event mentioned.